Manufacturer narrative:
A1: patient information: not provided due to hospital policy. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number. D4: UDI: unknown due to unknown lot number. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. H4: device manufacture date: unknown due to unkown lot number. The actual device has not been returned; the investigation is on going, a follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the angio-seal was locked and pulled back the anchor and whole device came out. A 6fr for catheter was used, followed by the 8fr angio-seal. The procedure performed prior to the use of the angio-seal device was a left heart catheterization. There was no blood loss, however a cutdown was performed. Additional information was received on 14nov2024: there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. During deployment of the device the foot plate and collagen failed to take, and the entire system came out including the foot plate and collagen. Manual pressure was held. A pre-deployment angiogram was performed. No harm occurred to the patient. The patient remained stable the entire time. The procedure was successfully completed.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned sample included the hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The carrier tube was returned in the forward lock position. The bypass tube was found in the sheath cap and the anchor was deployed from the carrier tube tip; the suture was not deployed. Functional testing was performed to test deployment of the internal components of the device by pulling on the anchor. All internal components were able to be deployed. No damage or issues were noted. The complaint could be confirmed for assembly difficulty of the sheath and carrier tube. The exact root cause could not be determined. The likely cause was determined to have been excessive insertion depth of the device preventing deployment of the anchor and preventing proper mating between the sheath and carrier tube. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).